Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a leak at the bottom of the reservoir and inside the reservoir compartment. The customer's blood glucose was 263 mg/dl at the time of incident. The customer stated that there were no cracks on the barrel. The customer stated that they can feel insulin on the reservoir bottom and in the reservoir compartment. The reservoir will not be returned for analysis.